Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient reported that she was not wearing the lifevest due to a skin irritation. She reported that "her skin (was) being eaten away under her right breast." The patient reported using a triple antibiotic cream on the area. During a follow up, the patient reported that she hadn't sought medical attention but that the irritation hadn't improved. The final medical outcome of the irritation is unknown.